Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said therapy worked for the first 6 months, turned stimulation off for unrelated surgeries, and hasn't turned it back on. They added that they had a bad fall right on their butt and implant about a year ago and experienced pain at implant site immediately. They added that they had been experiencing sciatica pain on the same side of implant which has become worse and now they can hardly walk without pain. The patient had an appointment with their managing healthcare provider (hcp) in (B)(6) 2019 who said that most likely it is unrelated sciatic pain and no further action was taken at the time. The consumer noted that their ins was turned on during the appointment and they were told that everything was working. The patient is now in another state, contacted their hcp, and they are going to write a referral for an x-ray. The call center reviewed the possible options and redirected them to the hcp's office. The consumer noted that they might go back to their previous hcp depending on x-ray results. Later on that day, patient called back saying that they and their spouse noticed the skin is thinner right at implant site meaning it was getting closer to the surface. As a result of what was reported, they were redirected to their hcp for medical assessment and direction. No further patient complications have been reported as a result of this event.